Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2020: 79 mg/dl and 179 mg/dl. It was also reported the patient received the following results within 15 minutes on (B)(6) 2020: 179 mg/dl, 229 mg/dl, 162 mg/dl and 54 mg/dl.